Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high sensing integrity counter (sic) values on the ventricular channel. It was noted this was due to electromagnetic interference. The implantable pulse generator (ipg) was previously reprogrammed and will be reprogrammed again. Thedevice remains in use. No patient complications have been reported as a result of this event.